Event description:
Ous MDR - it was reported that 69 months after the implantation there was no pacing. The device was explanted. No adverse patient side effects have been reported. Based on analysis results it was decided to report this occurrence to the competent authority.

Manufacturer narrative:
Upon receipt, the device interrogation revealed the battery status eri. The device was implanted for 68 months. There were 26 charging cycles documented. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. The memory content of the device was inspected; thereby an inconsistency of battery voltage and charge consumption of the ICD was noted. Therefore, the ICD was opened. The visual inspection of the inner assembly showed no anomalies. The battery was found to be depleted. The electronic module was attached to an external power supply. The electrical parameters, particularly the current consumption of the electronic module were found to be normal. The battery was sent to the manufacturer for further analysis. Analysis of the battery: the manufacturing records were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated to this battery. The visual inspection of the battery did not reveal any external signs of damage. The voltage measurement confirmed the battery depletion. Next, the battery was opened for destructive analysis. During the inspection of the inner assembly insulation damage was identified, which contributed to an increased internal self-depletion within the battery. In summary, the ICD was implanted for 68 months. An internal insulation damage within the battery contributed to the battery depletion of the ICD and in consequence to the clinical observation.